Manufacturer narrative:
One 3 lesion nt1100 rf generator was received for analysis. Visual inspection of the returned generator revealed no anomalies. Ac power was applied to the rf generator and a successful power on self-test was executed. Functional testing of the returned device confirmed normal voltage outputs from all ports when tested in both sensory and motor modes of operation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue remains undetermined as the returned product operated as intended during the evaluation performed.

Event description:
A radio frequency ablation procedure was cancelled due to the generator not stimulating during sensory and motor stimulation. The cannulas were repositioned several times and stimulation was rechecked with no response. The generator was turned off and back on and passed the internal check again. Another grounding pad was connected and one of the three electrodes was changed and tried again with no response. The procedure was cancelled due to the generator not functioning properly.